Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on feb 8, 2010. Therefore, this report requires a 5 day MDR based on this new info.

Event description:
Procedure: inguinal hernia repair. According to the reporter: the surgeon introduced the device and was only able to fire one tack. The device became inoperable and he was not able to fire the device. He asked for another device and the same thing happened. He asked for a third device and finished the procedure. No tissue damage or pt injury reported.